Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Approximately one month prior to receipt of this report, the patient was hospitalized for 5 days. The cause of the peritonitis was a break in aseptic technique. The patient did not wear a mask and did not clean the exchange area before starting pd therapy. Treatment and outcome were not reported. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). Date of event: the patient experienced peritonitis on an unspecified date in (B)(6) 2013. The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.